Manufacturer narrative:
The device has not been returned for evaluation. Therefore, the root cause of the reported issue could not conclusively be determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloons were checked prior to use and everything was fine, but when they tried to remove the shunt, the balloon would not deflate. No injury was reported to the patient.